Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, trial patient experienced an intermittent out of range signal. No additional patient or event information is available.